Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reliant stent graft balloon was attempted to be used in a patient for the endovascular treatment of an 49 mm abdominal aortic aneurysm. It was reported that during the index procedure, after the endurant stent graft system was implanted, a balloon ruptured occurred during initial inflation. It was stated that the device was not excessively inflated. The procedure was completed with a non-medtronic balloon. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine